Event description:
It was reported that the pacemaker exhibited oversensing far-field on the atrial channel, led to inappropriate atrial tachy response (atr). Adjust the atrial sensitivity was recommended. At this time, this pacemaker system remains in service and there were no adverse patient effects reported.